Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge did not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support advised the customer to remove the o-ring and to change the cartridge to address the issue but customer declined. No additional information was provided.